Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken hook to place the IV stand; this condition had the potential to interrupt delivery. This condition was found in the maternity department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken hook to place the IV stand was confirmed and duplicated during product evaluation as a broken pole clamp shaft. A root cause has not yet been determined. The pole clamp shaft with the required parts were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken hook that is used to place the IV stand was due to a broken pole clamp shaft.